Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to claim intermittent vibration on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no related errors. A global receiver functional test was performed on the receiver for vibration and it passed. A manual sound drop test was performed on the receiver and it passed. The complaint of no vibration could not be confirmed. The root cause could not be determined.